Manufacturer narrative:
H10: internal complaint reference (B)(4). Note: d6a - exact implanted date is unknown. It has only been confirmed that primary surgery was conducted sometime back in 2008, for which an estimated date was used.

Event description:
It was reported that, after surgery had been performed in 2008, the patient experienced instability following a fall. This adverse event was solved by performing a revision surgery on (B)(6) 2023, in which the liner was exchanged due to its broken post. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, it is noted clinical/medical records are not available. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported event. It is noted, the patient had instability after a fall and a subsequent revision. The patient impact is the reported revision and postoperative convalescence period. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints review could not be performed. A review of the instructions for use for total hip systems revealed that dislocation has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.